Event description:
The customer reported they received a speaker failure inop message; they had no sound from the speaker. The device was not in clinical use at the time of the event. No report of harm to a patient or user.